Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. Note that the affected product was also reported to be expired at the time of use and therefore will be investigated as "use error". Product is used for diagnostic purposes. No harm was reported. A DHR review cannot be completed, and expiration date information cannot be determined as lot information was not provided. While use of an expired test cannot be confirmed, it was reported that the affected product was expired at the time of use. The instructions for use (IFU) for the lucira check-it covid-19 test kit (inst019 reve.0) states "do not use kit components after their expiration date". If the user is aware that the test kits are expired, the devices should not be used. A most probable root cause of the issue of "false positive" cannot be determined without returned/evaluated product. Expected device functionality cannot be guaranteed after the expiration date. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4). Based on the information above, no further investigation is required. Monitoring of "false positive" and "use error" will continue and there are no additional recommended actions at this point.

Event description:
"Customer contacted us on 11/20/2023 to report a false positive result. As per customer information the test kit expired on oct 1st. User error. No more information was provided by the customer. Before starting, were the instructions read? Y/n. Did not reply. May I have your lot and test kit #? Lot #: dnr. Test kit #: dnr. Location of testing? Indoor/outdoor. Did not reply. Was the test completed on a flat surface? Y/n. Did not reply. Was the swab rotated 5 times in each nostril? Y/n. Did not reply. Were you 6 feet from another person when taking the test? Did not reply. Were you exposed to covid with in the previous 24 hours of testing? Did not reply. Was the vial liquid purple in color? Y/n. Did not reply. Was the test moved while it was running? Y/n. Did not reply. How soon after the initial positive test was a retest(s) completed? Did not reply. What test did you use to confirm the false positive? Dnr. How many total tests were run before getting this false positive? 0. Did the person tested, contact a healthcare provider? Y/n. No. If yes, how is the person tested doing? Is the person tested undergoing any treatment? Dnr. Is your kit covid/ flu or covid 19? Covid 19".